Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the stapler was unable to fire. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged cartridge shroud, loading technique. Batch # m5275l the analysis found that one (B)(4) device was returned in good visual condition and with a cartridge reload loaded on the device. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.